Event description:
It was reported by the customer that when using the bd pyxis¿ es server, messages were not crossing the pyxis es system. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messages were not crossing into the pyxis es system due to the server consuming high ram usage. A technical support specialist dialed into the server, ran server down query at ssms (sql server management studio) and noticed last heartbeat local date time was 718 minutes. The tss confirmed hsv (health sight viewer) showing delay 12 hour 45 minutes and pyxis unable to get messages from medi tech. By applying knowledge article, the tss verified all external messaging service, net. Pipe listener service, net. Tcp listener adapter, net. Tcp port sharing service and world wide web publishing service, was running and confirmed mbm metric has exceeded upper critical threshold. The interface team connected to the ccemc and restarted the service. The tss followed knowledge article and proceeded with server reboot for rpt (report server), db (database) and app (application), rerun server down query and found no delay notification at hsv. The memory for db server at 21% and app server 61% was good and customer confirmed started to get messages. The system functioned as intended after the technical support specialist troubleshot the device.